Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. The submitted controller event log files captured several power cable disconnect, low voltage hazard, and no external power alarms while connected to the heartmate mobile power unit (mpu) on (B)(6) 2025. The alarms were due to the relative state of charge (rsoc) voltage on both power cables decreasing below the alarm thresholds. The alarms resolved each time power was restored to both power cables. The backup battery supported the system without issue during these events. These are consistent with losses of power to the system. The no external power events did not impact the system controller¿s ability to support the pump. The provided information indicated for the no external power event on (B)(6) 2025, there was a loss of power to the house, it is unknown if a v-lock connector was on the ac power cord, and the ac power cord did not come loose from either the wall outlet or the back of the unit. The mpu was exchanged on (B)(6) 2025. Multiple attempts were made to obtain additional information regarding the no external power events between (B)(6) 2025 and (B)(6) 2025 if the ac power cord came loose at the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported events, and if the mpu would return; however, no additional information has been provided and to date, no product has been received. Per provided information, the root cause for the no external power event on (B)(6) 2025 was determined to be due to a loss of power to the house. A root cause for the no external power events on (B)(6) 2025 and (B)(6) 2025 was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an external power disconnect alarm and "replace backup battery (ebb)". The ebb was replaced. Log files were sent for review, and they captured several different occasions of ebb faults throughout the file. Every time the black power lead was disconnected it caused on ebb fault to occur which enabled the ebb every time it occurred despite the ebb fault. There were also some low voltage hazards/no external power events on 22jul2025 @ 0555 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the ebb in the system controller until power was restored to the mpu. The event lasted around 5 seconds. The patient had denied that power was lost in the home or that the mpu was unplugged. They were not even aware this had occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu did not come unplugged from the back of the unit or from the outlet to cause the no external power alarm. It was provided that a loss of power to the house interrupted ac power, reported on 01aug2025. Follow-up email was provided requesting log files for analysis on 4aug2025, and they recorded no external power alarms and ebb fault events. There were ~ 5 no external power events recorded during this history. During each of these events, the ebb was used to support the system. Motor function was not affected. These events were all associated with a sudden reduction in the voltage coming in from the mpu. The current ebb use count was 242 uses. There were no unusual power supply events recorded while connected to power module power 29jul2025 - 03aug2025. The patient was provided with a new (B)(4) on (B)(6) 2025, and they confirmed they had been using this new one since the reported events.